Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An ophthalmic surgeon reported that fine bubbles came out from the probe and reduced visibility during the vitreoretinal procedure. The product was replaced and bubbles removed from the eye. The procedure was completed without any harm to the patient. A product sample has been requested; however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?,evaluation codes and additional MFR narrative. One probe sample was returned and visually inspected and was deemed conforming. Actuation and aspiration testing was performed and deemed conforming and no bubbles were observed. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. The evaluation cannot determine the root cause of this event. Product met specifications. (B)(4).